Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. X-ray performed during groin access revealed patient anatomy contained a very curved spine. Trans-septal crossing was performed, and physician commented that introducer sheath passing of the trans-septal system was tight. The physician switched from a non-boston scientific needle to an nrg needle. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was advanced. After initial deployment of the wds, air was noted trapped in the laa. Aspiration of air via the was attempted and the 31mm wds was recaptured and removed. The was removed and exchanged for a new was. The second was crossed the septum and again was positioned at the laa however a swirl of air remained present in the laa. Aspiration was attempted again with the second was. The second was and guidewire were removed, and the non-boston scientific introducer sheath was replaced. Trans-septal crossing was performed again, crossing through the same puncture from the initial crossing. The second was re-flushed and re-inserted. No air was observed within the laa. A 35mm wds was advanced and attempted to implant, however release criteria could not be met, and the case was aborted. All devices were removed and inspected, flushed, and appeared to be intact. The physician suspects there may have been some type of pinch of the was sheath at the access site causing a vacuum of pulled air. The patient will remain overnight for observation.

Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. X-ray performed during groin access revealed patient anatomy contained a very curved spine. Trans-septal crossing was performed, and physician commented that introducer sheath passing of the trans-septal system was tight. The physician switched from a non-boston scientific needle to an nrg needle. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx pro closure device and delivery system (wds) was advanced. After initial deployment of the wds, air was noted trapped in the laa. Aspiration of air via the was was attempted and the 31mm wds was recaptured and removed. The was was removed and exchanged for a new was. The second was crossed the septum and again was positioned at the laa however a swirl of air remained present in the laa. Aspiration was attempted again with the second was. The second was and guidewire were removed, and the non-boston scientific introducer sheath was replaced. Trans-septal crossing was performed again, crossing through the same puncture from the initial crossing. The second was re-flushed and re-inserted. No air was observed within the laa. A 35mm wds was advanced and attempted to implant, however release criteria could not be met, and the case was aborted. All devices were removed and inspected, flushed, and appeared to be intact. The physician suspects there may have been some type of pinch of the was sheath at the access site causing a vacuum of pulled air. The patient will remain overnight for observation.